Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 32d liner. Additionally, an unknown 32 metal head was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned.

Event description:
It was reported patient had a revision of right hip. Sales rep was not sure if it was due to dislocation. Doctor removed 32d liner and 32 metal head.